Event description:
The sales rep reported that there was air on the patient¿s brain and icp was negative. The pa was able to see the air come out once the patient port was cleared. Air was flushed out until saline and csf was left in the burette. Upon reopening the patient¿s stopcock, air reappeared from the burette and worked its way back to the patient¿s head. The patient¿s stopcock was turned off to let pressure build and the settings were lowered to the lowest setting of 5cmh20. When the stopcock was opened again, the air came out and things seemed to be resolved. A few minutes later, the same event occurred again. The nurse stated that there were issues with the drain all week. Upon draining, it would drain 5ml then stop completely. As a result, the device was replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot number is not available for investigation. Without the device and/or lot number codman cannot conduct a proper investigation. If at some point the device and/or lot number does become available the complaint will be re-opened and evaluated. Based on the information provided, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
4/18/14 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
E-mail received from the sales rep. Informed that: "I got a call from a pa last night indicating that they had a patient with ¿air in the brain¿ and had negative icp. She was able to see the air come out and once it cleared the patient port she turned off to patient and flushed the air out until nothing but saline and csf was in the burette. Immediately upon opening the patient stopcock the air reappeared from the burette and worked it way back to the patients head. Next she turned off at patient stopcock to let pressure build and lowered the setting to the lowest pressure of -5cm h2o. When she opened again the air came out and things seemed to be resolved. Only a few minutes later the same thing happened again and air was again appearing from the burette and working back toward patient. It was as if air was either not passing out of the filter or air was coming in from filter. When speaking to the nurse she said that drain has been having ongoing issues all week. When draining it would drain to 5ml then stop completely. She would clamp at patient and dump th 5ml of csf. When she would unclamp the csf would spurt rapidly to drain but again ¿ once it hit 5ml she had to continue the same process. This is the second I have seen this happen. I do have the drain to return once I have a complaint number. The event took place on (B)(6) and the solution was to replace the drain. One the new drain was placed things worked perfectly. I would like to send them a replacement 82-1731". On (B)(6) 2013, the sales rep. Called and informed that the patient is okay; however, no other patient's information is available. On (B)(6) 2013, the sales rep. Was called, and he informed that the complaint sample will not be returned for evaluation. 4/18/14 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.